Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported his blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) with ketones present and that he had to be hospitalized with diabetic ketoacidosis. He gave himself a correctional bolus of insulin and a manual injection with an insulin pen before going to the hospital. At the hospital he was placed on an intravenous therapy of insulin, fluids and potassium. The patient was instructed to revert back to manual injections with an insulin pen for one week after his hospitalization. The pod was worn between 24 and 36 hours on the abdomen.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.